Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
-

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Subsequently this device was explanted and returned. Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that interrogation of this device revealed that this device had triggered elective replacement indicator (eri) on (B)(6) 2011. A replacement procedure had been scheduled. The patient complained of beeping tones a month prior to the device declaring eri. However, another follow and interrogation did not take place immediately as the patient did not inform the clinic about the tones due to the fact that the patient believed the tones were an alarm on a watch. The most recent interrogation showed that the device was now at middle of life 2 (mol2). Premature battery depletion was alleged. As the device had previously tripped eri a procedure was already scheduled. No adverse patient effects were reported.